Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the air/water cylinder, air/water channel and auxiliary water channel could not be identified and a definitive root case of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use section below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The device evaluation also found the air/water cylinder had foreign objects. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the connecting tube had a scratch; the adhesive on the bending section cover had wear; the plastic distal end cover had a crack; due to wear of the angle wire, the bending angle in up direction did not meet the standard value; due to burn on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value; due to corrosion on plug unit, e226 (scope communication error) occurs; the circuit board unit in suction-connector, cable unit and the plug unit had corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had an image loss during the examination, it persists even after the contacts have been cleaned. No reports of patient harm. During the evaluation the following reportable malfunction was found: air/water tube and jet-tube have white foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.